Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported patient diagnosed with bilateral rupture via MRI . The device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported patient diagnosed with bilateral rupture via MRI. Healthcare professional reported left side rupture, "a small quantity of periprosthetic liquid" and "foldings". The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported left side rupture, "a small quantity of periprosthetic liquid" and "foldings".

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: unable observe creases on the implant. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported patient diagnosed with bilateral rupture via MRI. Healthcare professional reported left side rupture, "a small quantity of periprosthetic liquid" and "foldings". The device has been explanted. This relates to the left side.